Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Replaced worn fingers on complete pressure adjusters with tip replacement kits to correct issue. Per (B)(4), added keyboard mask. Also replaced damage top cover, left and right safety covers. The unit passed all diagnostic tests, functional tests, and is fully operational. No DHR could be performed due the device was produced prior to the closure of the fms facility in (B)(4). However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This device was produced prior to the closure of the fms facility in (B)(4) and therefore will not have a DHR review preformed. (B)(4).

Event description:
It was reported that an fms duo+ has insufficient suction. This occurred during an unknown surgery. There was no patient harm reported. There was a thirty minute delay. The surgery was completed with a different unit.